Event description:
Reportable based on device analysis completed on 10-may 2022. It was reported that shaft kink occurred. The stenosed target lesion was located in the left subclavian artery. A 7.0x30x135cm express ld iliac / biliary stent was advanced to treat the lesion. However, during introduction, it was found that the 7fr introducer sheath was folded and the shaft was kinked after passing through the knob. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by MFR.: a express ld device visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. An examination of the crimped stent identified that the 4th and 5th row of stent struts on the distal region were lifted and bunched. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.